Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient fell and broke her hip and leg. The patient stated the parasthesia exacerbated the pain associated with the broken bones, consequently, she stopped using her scs stimulation. The patient would like to have her scs system removed. Surgical intervention may be undertaken at a later date.